Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Additionally, the patient had concomitant constipation which is a well-documented risk factor for peritonitis in pd patients. Therefore, the patient¿s peritonitis event is likely associated with concomitant constipation.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having a previous event of peritonitis on a call with customer support for a separate issue. In additional follow-up, the patient¿s pd nurse stated the patient¿s peritonitis occurred on (B)(6) 2022. The patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent and abdominal pain. The patient had a pd culture (obtained on (B)(6) 2022) which grew the bacteria pseudomonas. The patient was treated with vancomycin and ceftazidime initially then switched to cefepime (dose not provided) intra-peritoneal (ip). The patient completed antibiotic therapy on (B)(6) 2022 and recovered from the peritonitis event. There were no reported fluid leaks, or any issued with fresenius products in relation to the event. The nurse attributed the peritonitis to concomitant constipation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having a previous event of peritonitis on a call with customer support for a separate issue. In additional follow-up, the patient¿s pd nurse stated the patient¿s peritonitis occurred on (B)(6) 2022. The patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent and abdominal pain. The patient had a pd culture (obtained on (B)(6) 2022) which grew the bacteria pseudomonas. The patient was treated with vancomycin and ceftazidime initially then switched to cefepime (dose not provided) intra-peritoneal (ip). The patient completed antibiotic therapy on (B)(6) 2022 and recovered from the peritonitis event. There were no reported fluid leaks, or any issued with fresenius products in relation to the event. The nurse attributed the peritonitis to concomitant constipation.